Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire showed evidence of use; the customer was contacted about the signs of use and they indicated that the guide wire was likely contaminated in the field. The guide wire advancer tube and kit packaging were not returned for analysis. Visual inspection of the guide wire revealed one kink in its body. The kinks would have been located within the guide wire advancer tube during storage and shipping, protecting it from damage. The distal j bend was misshapen but intact. Microscopic examination confirmed the damage. Both welds were present were observed to be full and spherical. Visual inspection of the guide wire protective tubing could not be performed as it was not returned for analysis. The kink in the guide wire was located 105mm from the distal end. The guide wire total length measured 603mm, which is within the specifications of 596mm-604mm per product drawing. The guide wire outer diameter measured 0.810mm, which is within the specifications of 0.788mm-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit, which states "advance swg into arrow raulerson syringe approximately 10cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test the guide wire. The guide wire was able to pass through both components with minimal resistance. Resistance was only encountered at the kinked portions of the guide wire. A manual tug test confirmed both welds were present and intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Signs of use were observed on the guide wire, however the customer indicated that the sample was contaminated in the clinical room. Visual inspection of the guide wire revealed a kink in its body. The location of the kink would have been within the guide wire advancer tube during assembly , packaging, and storage , protecting it from damage. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the additional information, the probable root cause for this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked upon opening the kit. A new kit was obtained for use. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked upon opening the kit. A new kit was obtained for use. No patient involvement was reported.